Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product: ID 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. The main component of the system; other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-may-2020. Product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jul-2020, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was in (B)(6) for the winter and she started seeing a new pain management health care professional (hcp). Patient said the hcp told her it was a shame she had it and was not getting proper coverage. Hcp said he wanted to do an x-ray, and get manufacturing representative (rep) to start working with it and tweaking the programming. Patient said when she first got the implantable neuro stimulator (ins), her leads did not settle properly after implant. Patient said the initial programming after implant felt ok, then after she started working with the rep patient noticed that if she used it so she actually feels the stimulation it actually hurts, it got to certain point it was causing tremendous pain. Patient said it had gotten so bad she was going to physical therapy and a physiatrist said: you are being electrocuted getting shocked, it was affecting her central nervous system and told her to get them to turn off the left lead, and they did and she immediately felt better from the horrible symptoms. Patient said after that, she was only using right lead for a long time and it still bothered whether it was stimulation or high frequency. Patient said at one point the rep was able to do some programming that came out at a later date, instead of going from the bottom up it went from top down to try to get coverage. It was hard for her to know if this helps because he programmed it with some high frequency. Patient said since then she has been trying to get off other medication (she could barely walk) and has started medical marijuana. Medical marijuana has really made a difference, so now she is trying to identify if stimulation is helping. Tried to clarify the reason she could barely walk and patient said it was due to the pain (her pain condition). Patient is going to try turning stimulation off over the weekend to see if she notices a difference. She had tried turning it off for 2 days prior (to medical marijuana) and really felt lousy, but she has not yet tried turning it off again since. Patient was redirected to follow up with health care professional (hcp). Additional information was received from the manufacturing representative (rep). It was reported that the rep spoke with the patient on (B)(6) 2018. The patient moved to (B)(6) and wanted to know how to find a rep in the area. Rep advised patient to contact manufacture for more information. Rep has met with patient in the past for reprogramming session to assist with coverage, but did not recall "electrocution, pain and lead not settling properly". The rep is not sure what the patient means by leads not settling properly. No actions have been that the rep is aware of. Patient is planning on seeing a rep in (B)(6). Rep indicated the information has not been provided by health care professional (hcp). Rep does not know which health care professional (hcp) patient spoke to. No further patient symptoms or complications were reported in this event.